Event description:
Spontaneous call from pt's home health rn (B)(6) who was at pt's home to infuse. (B)(6) was getting "alarm system timeout error" on pt's curlin pump. Looked at user manual. Advised kathy to try and change batteries which she did but was still getting error. Informed (B)(6) she will have to infuse via gravity using gravity tubing and dial a flow. Indication: common variable immunodeficiency, unspecified. 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No pt is still able to get infusion. 3. Is the actual device available for investigation? Pt will be sending pump back. 4. Did we replace the device? Yes there is an open order for pump maintenance which we will be shipping to. 5. Did the patient have a backup device they were able to switch to? No, rn infusing via gravity tubing. Reported to (B)(6) by: health professional.